Event description:
It was reported that the customer experienced a "high" blood glucose (bg), cause was unknown. The customer changed infusion set and cartridge to treat the elevated bg level. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.